Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump kept pushing insulin out. The customer's mother reported that the insulin squirted out during priming. The customer's mother stated that they had blood glucose around 300 mg/dl with ketones. The customer's mother was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.